Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion message. Technical services (ts) discussed the option of submitting a copy of device data for analysis with a health care professional (hcp). No adverse patient effects were reported. This device remains in service.